Event description:
N/a

Manufacturer narrative:
Tw # (B)(4). Updated section: b4, d9, g3, g6, h2, h3, h6, h11. Corrected section: d10. The device was returned to the factory for evaluation on 01/27/2025. An investigation was conducted on (B)(6) 2025. An visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire or the clear intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device turned on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. An activation and transection capability test was performed over four (04) repetitions using "max life test method stm2048073. The device successfully transected tissue five (5) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436. The resistance value was measured at .68 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. Based on the returned condition of the device as well as the evaluation results, the reported failure ""intermittent continuity" was not confirmed. The lot # 3000443216 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure using vasoview hemopro 2, harvester had cut branches to take vein in the lower leg without issue. The device did time out one time while doing the lower leg, but after the necessary wait the device returned to normal operation. Harvester flipped and began doing the upper leg. At one point he did a tunnelplasty and the device timed out again. However, this time the device didn't return to normal after the necessary wait. Device would be and shut off after 3 beeps or so. Then it would timeout after only 2, and then 1, and then the device wouldn't cut at all. They waited again, and during the wait they hooked up a new power cord, which didn't help. Case was completed without further delay or issue by opening a new kit. No patient harm or additional follow up required.